Event description:
Cormet hip revision after three years.

Manufacturer narrative:
(B)(4). Implantation date unk, other than 2003. Explant date unk, other than 2006. Details of revision / medical notes / x-rays / explant requested.